Event description:
Nellcor puritan bennett received a call from a purchaser on 4/14/1999. Purchaser called to report the following problem: stop cycle with all leds and constant single tone alarm, while on pt.